Manufacturer narrative:
The devices, used treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms this complaint from south korea reports an episode of anemia which can be a complication of any surgery. Per the intake team; all efforts to obtain additional information regarding this complaint did not provide any results. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. Factors and/or some potential probable causes that could contribute to the reported event have been identified as age of patient, patient medical history, traumatic injury, and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the patient suffered from anemia. The event was treated via transfusion and medication.